Event description:
Healthcare professional reported "the implant would not come out of the packaging in surgery." Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ tyvek or thermoform sticking: observed thermoform sticking. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported "the implant would not come out of the packaging in surgery." Device was not implanted.

Manufacturer narrative:
Corrected data: h.1 in previous medwatches should have been listed as malfunction.

Event description:
Healthcare professional reported "the implant would not come out of the packaging in surgery." Device was not implanted.

Event description:
Healthcare professional reported "the implant would not come out of the packaging in surgery." Device was not implanted.